Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted an not used due to a possible performance issue. No additional information was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that several positioning attempts were made with the lead, and poor r-waves were observed. The physician chose to replace it with another lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.the analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.